Manufacturer narrative:
The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the housing on the power supply to her pump in style breast pump came apart and when she attempted to put it back together, it broke further, exposing the wires inside. The customer indicated that she only kept a small part of the power supply housing.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category cc00296, which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.